Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, during the fasciotomy, the cutting performance of the forceps decreased in spite of a sufficient cooling phase towards the end (at the level of the elbow area). The forceps finally failed completely after initially detaching the radialis from the side branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, during the fasciotomy, the cutting performance of the forceps decreased in spite of a sufficient cooling phase towards the end (at the level of the elbow area). The forceps finally failed completely after initially detaching the radialis from the side branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
H3 correction: "device evaluated by mfg?" Has been changed to "yes". Internal complaint number: (B)(4). The lot # 25151037 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 10/30/2020. An investigation was conducted on 11/13/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the heater wire or the clear silicone on both the cold and hot jaws was observed to be intact. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method. The device activated and transected tissue five (5) times with no cautery failure observed. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value measured at 0.68 ohms which is within hemopro 2 final test specification. The device pass the temperature measurement test. The displayed temperature increase and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the complaint for the reported failure "electrical issue" was not confirmed.